Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloon bursts during usage on a patient. The 4-french catheter was inflated and deflated several times during the application (angiography); the customer described it as "permanent use"." It was reported that there was no harm or injury to the patient and the patient current condition is fine.

Event description:
It was reported that "the balloon bursts during usage on a patient. The 4-french catheter was inflated and deflated several times during the application (angiography); the customer described it as "permanent use"." It was reported that there was no harm or injury to the patient and the patient current condition is fine.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon bursts during usage" is not confirmed. The returned balloon passed functional testing and was fully intact. The returned device passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.